Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as a raised spot under the back left te pad. There was no alleged device malfunction contributing to the rash. The patient reported being hospitalized, but there is no indication of medical intervention specifically for the rash. Reporting out of an abundance of caution. Follow up indicated that the rash improved.

Manufacturer narrative:
Not applicable.